Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Additionally, it was reported that the battery gauge was fluctuating and that the pump fill estimate was inaccurate. There was no reported impact to customer's blood glucose. Reportedly, customer declined follow up.